Event description:
It was reported that a doctor stated that during the procedure the cuff from the trach tube did not inflate. No adverse patient effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation at the supplier. Visual and functional testing were performed at the supplier. When it was immersed in water and found that there were bubbles in the sleeve, the sleeve leaked air. After visual inspection, it was found that there was an obvious neat small incision in the sleeve the root cause of the reported issue was found to be the most probable cause due to the operator's negligence in the production process. Actions were taken to mitigate the reported issue: a scar was opened with the supplier.